Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the pacemaker exhibited a diagnostics anomaly and did not display any lead or battery data necessary for completing a longevity estimate. No further information was reported.